Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) due to what appeared to be sinus tachycardia. Oversensing of small amplitude p waves was also noted. Technical services (ts) was contacted and recommended possible reprogramming options. This crt-d remains in service. No additional adverse patient effects were reported.